Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 600 mg/dl and current blood glucose value was 276 mg/dl. Customer had dizziness as a symptom of high blood glucose value. Customer did not allege the pump of over delivery. Customer treated with bolus. Insulin pump will not be returned for analysis.